Manufacturer narrative:
Zimmer biomet (B)(4). Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Date of event unknown / not provided. Lot number unknown / not provided. Unknown zimmer implant, lot# unknown/not provided. Therapy date unknown/not provided. Fax number, email address and last/given name unknown / not provided. PMA/510(k) number not available. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Location of device unknown.

Event description:
Customer reported that the healing abutment did not seat in the implant. They were able to complete the procedure with another healing abutment.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H6: investigation type codes were added: 4109, 4110, 4111 and 4114. H6: investigation findings code was added: 213. H6: investigation conclusions codes were added: 67. H10: narrative/data was updated. One heal collar 3.5x4.5, 3mm (hc343) was not returned for investigation. Since product has not been returned, visual/functional inspection could not be performed. Functional testing to recreate the reported event could not be as the device was not returned. Patient pre-existing condition, tooth location and duration of implant are unknown due to limited information provided by customer. The customer has not provided additional pictures or x-ray images of the product. DHR review could not be performed since the lot number was not provided. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. Complaint history review by item (hc343) was performed over a one-year period and no complaints related to nonconforming products were identified using keyword (does not seat). October post market trending was reviewed and there were no actionable events or corrective actions for the reported events or product (hc343). Therefore, based on the available information, device malfunction and the reported event could not be verified as the exact details of event were non-verifiable and the product was not returned.

Event description:
No additional event information at the time of this report.